Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the clinic for follow-up. Review of the egms showed low level, high frequency noise that was inhibiting pacing. Possible myopotentials oversensing was noted. Patient was tested with deep coughing and device was reprogrammed, noise was diminished. Patient will be monitored with routine follow-up.